Event description:
The device was used during a laparosocpic cholecystectomy procedure. Reportedly, the clips were ejected prematurely. The surgeon applied another device. The hosp reported that no pt injury had occurred.